Event description:
Customer reported recurring alerts and cartridge errors with their insulin pump. Customer's blood glucose level was impacted, measuring 658 mg/dl, leading them to take corrective action with a manual insulin injection. Technical support responded by approving a pump replacement, sending a replacement unit to the customer, and providing instructions for returning the faulty pump. Customer was advised on programming settings and connecting their cgm to the new pump, with an acknowledgment of understanding from the customer.